Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had a b30 scope communication error. The issue was discovered during repairs. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found a b30 scope communication error. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.